Event description:
Patient contacted dexcom to report inaccurate bg values.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 1/15/2015 and the complaint of inaccurate readings confirmed.